Event description:
Information was received indicating that during testing a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, pump won't run". No additional information is available at this time. No patient involvement.

Manufacturer narrative:
Report source foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of repeated power on/off which may be related to the issue reported. Functional testing was performed and was unable to reproduce the problem. No faults were found during testing. The problem source could not be identified however the downstream sensor was replaced and the upstream sensor was recalibrated as a preventive measures. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed all labels were still intact with no physical damage found on the device. As a result of checking the log, it confirmed a record of repeated power on off. The investigation found possible malfunction of the dso or uso sensor that detects the cassette connection. Problems with parts on the cassette side that meet the pump sensor. Based on evidence and investigation, the complaint allegation was unable to be determined. As a preventative, the downstream sensor replaced, and upstream sensor re-calibration.